Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 54-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient did not have an ischemic limb prior to impella insertion. The patient was on multiple high dose pressors and quickly declining. When the physician assessed the femoral artery he knew it was likely to be ischemic when impella was placed, but patient needed rapid support. At end of case the limb was found to have no pulse and putting in an antegrade perfusion sheath was discussed. The physician made the decision to transfer for 5.5 placement due to a need for escalation in support and to remove the cp and help re-perfuse the affected limb.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. As per clinical, the patient had ischemia on the impella leg and the pump was explanted later to resolve complication. The cause of the limb ischemia issue was most likely patient condition.